Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the infusion set tubing and that pump date was incorrect. The customer's blood glucose was 74 mg/dl. During troubleshooting with tandem technical support, customer corrected pump date, changed cartridge, and resumed insulin delivery.